Event description:
It was reported that pump battery did not charge, and pump eventually shut down and would not turn back on. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.